Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure 27; this condition had the potential to interrupt delivery. This condition was found in the pharmacy department during biomedical testing. The pump was sent in as a final rental return; the customer no longer needs the pump. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed by service. The cause of the reported condition was undetermined. The pump was not repaired at this time and was returned to inventory. A follow-up report will be filed if any additional details become available.